Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on , and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 475cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 6680609. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline prostheses experienced bilateral deflation on the breast prostheses post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 570cc gel prostheses on (B)(6) 2018; catalog # 3505504bc, s/ns (B)(4). This report is for the left breast prosthesis.

Manufacturer narrative:
The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).